Manufacturer narrative:
Date of event: exact date unknown, event occurred several years ago. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(4), batch: 19435253.

Event description:
It was reported that the patient was experiencing loss of stimulation on target area and unwanted stimulation in the stomach due to lead migration. The patient underwent a lead replacement procedure and was doing well postoperatively.